Event description:
It was reported that device far-field r wave oversensing on the atrial channel were causing improper auto mode switching. The device was reprogrammed and patient was fine after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.